Manufacturer narrative:
Section a4, h3, h5: correction. Section b3: it is unknown whether this event occurred in 2019 or 2020. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was received confirming that this event happened in 2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2019, the patient experienced redness, pain and a yellow drainage at the driveline site. The site culture noted citrobacter koseri. The hospital administered antibiotics on (B)(6) 2019. Subject completed augmentin per ID recommendations. Approximately 4 days after completing the antibiotics green drainage was noted from the driveline. The patient complained of tenderness and induration around the driveline site. The patient was admitted for observation. Intravenous antibiotics were started on (B)(6) 2019. The patient was discharged home on oral antibiotics. No further information was reported.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2019, the patient experienced redness, pain and a yellow drainage at the driveline site. The site culture noted citrobacter koseri. The hospital administered antibiotics on (B)(6) 2020. Subject completed augmentin per ID recommendations. Approximately 4 days after completing the antibiotics green drainage was noted from the driveline. The patient complained of tenderness and induration around the driveline site. The patient was admitted for observation. Intravenous antibiotics were started on (B)(6) 2019. The patient was discharged home on oral antibiotics. No further information was reported.